Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a branch off the internal iliac artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, a pod pc was removed from the loop and placed in the lantern. Subsequently, the pod pc was unable to advance in the lantern, and the physician experienced resistance. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.